Manufacturer narrative:
Investigation: the returned disposable set was visually inspected. The platelet bag was detached and not included. The reservoir was full and the there were red blood cells in the vent bag. The frangible was broken appropriately and the clamps were closed as appropriate. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: the run data file analysis did not show a conclusive root cause for the higher- than-expected wbc content in the platelet product reported for this collection. No issues were noted with the returned disposable set. It is possible that the higher than expected wbc content in the platelet product could be donor related.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.